Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarm noted. Pump was received with button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers noted. Pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.